Event description:
The customer contacted baxter's technical service center to report an issue of use error- compromised supplies while using the home choice (hc) device. The care giver(cg) stated the home patient (hp) had compromised supplies. The cg needed assistance ending therapy; however, they were out of town and did not have supplies to start over. The baxter technical representative (tsr) walked the cg through ending therapy procedure and advised the hp to call the registered nurse(rn) regarding any missed therapy. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for use error - breach in aseptic technique was confirmed as the patient compromised (contaminated) the supplies. The cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.